Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocative testing was performed and the noise was reproduced. The physician alleged lead damage, although it was not confirmed. No intervention was performed. The patient was in stable condition and will be monitored.